Event description:
The customer reported that after a successful cardioversion when the defibrillator pads were removed "burns" were noted in the area where the pads had been placed.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.